Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the device allegedly had malfunction. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 07/2024. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. Upon visual evaluation, the device was returned fully primed, with the top and bottom slide pulled back. A dry fire was conducted. No visual anomalies were noted to the device. Upon functional testing, the device was able to prime with no issues. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did self-activate. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were not fully engaged with the device housing. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the left bumper was found bent. There were no other anomalies found. Based on the findings, the investigation is confirmed for the identified self activation issue as the device did self activated during drop test. However, the investigation is inconclusive for initially reported events as no specific failures can be identified to the device. A definitive root cause for the reported event and the identified self activation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10:d4 (expiry date: 07/2024), h6 (method), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the device allegedly had malfunction. The procedure was completed using another device. There was no reported patient injury.